Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation within an unknown introducer sheath. The balloon was protruding from the introducer sheath and the balloon material was bunched and slightly prolapsed over the distal tip of the balloon. A shaft burst was observed on the catheter 62.0cm from the strain relief. As a result of the burst, the polyimide was exposed underneath. The patency of the guidewire lumen was tested using an in-house (B)(4) guidewire, and it passed without issue. The balloon was unable to be retracted from the introducer sheath. The balloon was advanced through the sheath and no damage was noted to the glue joint. An attempt was made to inflate the balloon with water using an in-house inflation device. Water was observed leaking out of the introducer sheath. The catheter was advanced further out of the sheath and it was noted that a portion of the catheter was stretched and a shaft burst was observed on the catheter 22.7cm from the distal tip. The investigation is confirmed for sheath retraction issues and for a catheter burst. It is possible that the catheter burst contributed to the reported retraction issues. The definitive root cause for the catheter shaft burst and the retraction issues is unknown. It is unknown if patient and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.

Event description:
It was reported that the pta balloon could not be retracted though the sheath after the second inflation (atm unk). Therefore, the catheter and sheath were removed together as a single unit. There was no reported patient injury.